Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting high defibrillation impedance. No interventions were reported. The patient was asymptomatic.